Event description:
It was reported that a high drain 102 alarm occurred during use on the home choice (hc). The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. The home patient (hp) stated they had felt fine and did not experience any symptoms. The technical service representative (tsr) had the hp cycle power in order to clear the alarm. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device that would be related to the reported condition. A service history review revealed no previous service events that were related to the reported condition. As the device was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.